Event description:
It was reported that the battery voltage was 2.52v at interrogation. For the past two weeks, the minimum reading on the daily trend was 2.75v with maximum at 2.93v. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates a low telemetered battery voltage issue occurred. On (B)(6) 2010, the battery voltage with telemetry was 2.52v and the daily measurement was 2.93v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B) (6) 2010, the battery voltage with telemetry was 2.52v and the daily measurement was 2.93v.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): performance data collected from the device was analyzed. Analysis indicates a low telemetered battery voltage issue occurred. On (B)(6) 2010, the battery voltage with telemetry was 2.52v and the daily measurement was 2.93v. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that the battery voltage was 2.52v at interrogation. For the past two weeks, the minimum reading on the daily trend was 2.75v with maximum at 2.93v. It was also reported that the implantable pulse generator (ipg) device reached elective replacement indicator, the ipg presented at end of life (eol), and was implanted less than five year ago. Therefore the ipg was removed and replaced with a new device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates a low telemetered battery voltage issue occurred. On (B)(4) 2010, the battery voltage with telemetry was 2.52v and the daily measurement was 2.93v.